Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Two photos were received from the field, one photo of the device showing a bulbous shape inside the patient and one photo of the device being deployed outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25 mm amplatzer talisman pfo occluder was chosen for implant using a 9 f amplatzer talisman delivery system. During the procedure, the right disc of the device got deformed in to a bulbous shape. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 30-25mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.